Manufacturer narrative:
It was noted that the device is not available for evaluation because the surgeon kept it. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
An event regarding instability involving a triathlon ps insert was reported. The event was not confirmed. Device evaluation could not be performed as product was not returned. Device history review. There have been no reported discrepancies for the referenced lot. Complaint history review. There have been no reported similar events for the lot referenced. The reported event could not be confirmed with the information provided. It was reported that the explanted 13mm insert was replaced with a thicker 16mm insert. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time.

Event description:
It was reported that there was a poly exchanged due to mid flexion instability.

Event description:
It was reported that there was a poly exchanged due to mid flexion instability.